Event description:
A user facility patient care technician reported that the bain needles are difficult to cannulate, it requires more force and patients are complaining of more pain upon cannulation. It causes bleeding at the needle site and they are difficult to use and engage fully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).